Event description:
It was reported during follow up the wound issue has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported following a permanent implant the incision did not heal properly. As a result surgical intervention was undertaken where the ipg incision was cleaned.